Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator change. Prior to the procedure, fluoroscopy was performed which showed the patient's right ventricular (rv) lead had externalized conductors. The patient was asymptomatic. No changes were made.